Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 40 events were reported for this quarter. Product return status 27 devices were received. 1 device was not available for evaluation. 12 device investigation types have not yet been determined. Additional information 40 devices were not labeled for single-use. 40 devices were not reprocessed or reused.

Event description:
This report summarizes 40 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 40 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 40 previously reported events are included in this follow-up record. Product return status 37 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 40 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 40 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Event description:
This report summarizes 40 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 40 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 40 previously reported events are included in this follow-up record. Product return status: 37 devices were received. 3 devices were not available for evaluation.